Manufacturer narrative:
(B)(4).

Event description:
Allegedly surgeon / patient would like cup and head looked at for wear. Patient complained of pain. Surgeon stated implant looked good on x-ray and appeared well affixed during explantation.